Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set leak occurred during a patient¿s hd treatment. The leak was reportedly coming from the heparin maintenance line. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient care technician (pct) who was overseeing the treatment when the leak occurred. The pct said the leak happened at the beginning of the treatment. The pct explained that they had just unclamped the heparin line to administer heparin. After unclamping the line, a couple drops of blood leaked from the t-connection on the combi set. The pct re-clamped the lines and stopped the treatment. They returned the patient¿s blood and disconnected them from the machine. The patient¿s estimated blood loss (ebl) due to the leak was 2 ml. The pct stated there were no visible defects noted at the leak location, and it was confirmed the line had not separated or disconnected. The pct also said there were no machine alarms. The patient was re-setup with new supplies on the machine and was then able to complete their treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set leak occurred during a patient¿s hd treatment. The leak was reportedly coming from the heparin maintenance line. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient care technician (pct) who was overseeing the treatment when the leak occurred. The pct said the leak happened at the beginning of the treatment. The pct explained that they had just unclamped the heparin line to administer heparin. After unclamping the line, a couple drops of blood leaked from the t-connection on the combi set. The pct re-clamped the lines and stopped the treatment. They returned the patient¿s blood and disconnected them from the machine. The patient¿s estimated blood loss (ebl) due to the leak was 2 ml. The pct stated there were no visible defects noted at the leak location, and it was confirmed the line had not separated or disconnected. The pct also said there were no machine alarms. The patient was re-setup with new supplies on the machine and was then able to complete their treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.